Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient went into cardiopulmonary arrest. The implantable cardioverter defibrillator picked up ventricular tachycardia (vt) episodes but did not detect the episodes long enough to deliver shock. Undersensing was also noted. The patient was in instable condition. No additional information was provided.